Event description:
Pt secured to headrest with coban. Support post separated from bed attachment. Pt transferred to another headrest.

Manufacturer narrative:
According to the facility, the device broke during a shoulder procedure. Early in the procedure, the surgeon noticed that the pt's head was not stable. A staff member attempted to adjust the device and it reportedly broke at that time. The surgeon halted the procedure until the pt was placed in another headrest. The pt was not injured and the surgeon completed the procedure without further incident. Steris received the broken device and is in the process of testing it to determine the root cause of the break. Steris will submit a follow-up report after testing and eval have been completed. Add'l info from facility report: date of these report: 06/05/2006. Common device name: eye-ent neuro headrest adapter and horizontal attachment. Manufacturer name: steris corporation (B)(4). Vendor catalog#: equipment # be185 and bi 008. Location where event occurred: surgical room.